Event description:
It was reported that the lead was removed during macrostimulation due to high impedances. The measurements, at 1 volt, pw 90 and rate 130, were as follows: 3 & case = 1381 ohms, 2 & case = 2360 ohms, 1 & case = high, 0 & case = high. The implantable neurostimulator had not yet been implanted. The pt exhibited no symptoms. Troubleshooting included use of alligator clips, which were checked and re-positioned. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).